Event description:
It was reported that the user received an ¿incompatible sensor¿ alert when attempting to scan a freestyle libre sensor with the ilet system, and subsequently confirmed the pharmacy dispensed libre 3 sensors instead of the required libre 3 plus sensors; the user had been off the pump for several days due to bg run mode expiring without a compatible sensor. Symptoms included hyperglycemia management interruption due to lack of automated insulin dosing. Outcomes included interruption of therapy and user education on correct sensor compatibility. Investigation included customer interview, device use review, and troubleshooting with education on proper sensor selection and pairing. Investigation of this case revealed use of an incompatible cgm sensor model as the proximate cause of the incompatibility alert, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user/system incompatibility due to wrong ancillary device selection.